Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged 5033-000 serial/batch number unk was received for evaluation. Functional testing was not performed because the device arrived for investigation with the 5030-100. A visual inspection revealed that the device shows numerous nicks/damaged on the threaded tip. The most likely cause of the reported failure is misuse by the end user, who most likely cross-threaded the devices.

Event description:
On 12/12/2024, it was reported by a sales representative via sems-06733992 that a 5033-100 galileo® capturing rod and an 5046-100 galileo® capturing rod nut will not unscrew and are stuck in the 5030-000 galileo® lag screw inserter. A backup set was available, and the case was completed without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.